Event description:
The manufacturer received information alleged a ventilator's keypad was not operating properly. The device was not in use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's keypad was replaced to address the issue.